Event description:
It was reported via user medwatch (B)(4) that stent dislodgement occurred. A percutaneous intervention (pci) procedure was being performed. The 80% stenosed target lesion was located in a non-tortuous and a significant calcified coronary artery. A 3.00 x 24mm synergy? Xd drug-eluting stent was advanced. However, prior to the application of any pressure, the stent came off the balloon system. The stent was jailed inside the patient using a 1.50 x 15 non-boston scientific balloon, a 2.00 x 20 emerge and 3.00 x 15 nc emerge. The procedure was completed. The patient was discharged to an skilled nursing facility and was later transitioned home with home health, physical therapy, and occupational therapy. An ejection fraction (ef) of 35% was noted, and a cardiac resynchronization therapy with defibrillator (crt-d) device was implanted post-pci.

Manufacturer narrative:
A4 weight: 65.8 kg.